Event description:
The customer received a blood result on the contour next. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was asked to return the strips for investigation. New meter and strips were sent to him.